Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that no cause was indicated for the impedances over 40,000 ohms. There were no known actions taken. As of (B)(6) 2020, the out of range impedances did not appear on the device interrogation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that contact 8 was measuring an impedance of over 40,000 ohms. No symptoms or further complications were reported or anticipated.